Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that the monitor was dropped. The monitor was mounted to the bed, and the biomed stated they think it felt off the bed hanger, but was not able to confirm. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.